Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen blacked out. The device did not pass testing. The manufacturer's investigation is still ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.